Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: in this case the ventilation continued and the connection loss only concerned the interaction panel (ip). This type of failure (tn 556951 and tn 556952 ) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardwareparts, which solved the failure in the short term. The root cause / the replaced hardware components may differ between each case. However, they can all be linked to the same issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event

Event description:
Panel connection lost, ventilation continued.

Event description:
Panel connection lost, ventilation continued.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Alarm "panel connection lost"during ventilation. Ventilation continues. No harm to patient or user during ventilation the screen became black the ( the unit continued to ventilate). No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.